Event description:
A customer reported that a malfunction alarm occurred with their insulin pump, displaying malfunction code 12. The pump was under warranty, and it was confirmed that the issue recurred even after resetting. There was no reported impact on the customer's blood glucose level. The customer was assisted with resetting the malfunction but was ultimately scheduled to receive a replacement pump and instructed to use an alternate insulin therapy, mdi, to ensure continuous insulin delivery. The customer was also advised on how to store and return the defective pump.